Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 543 mg/dl and 580 mg/dl. Customer reported that they feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose by manual injection. Customer reported that they did not contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because manual injection bringing blood glucose down but insulin pump did not. Customer stated that they did not getting any no delivery alarms but the insulin pump did not pushing insulin out during manual prime. Customer stated that the drive support cap appears normal. Customer stated that the insulin exit at the quick release but it came out slow and dripped. Customer stated that the insulin pump was worn during a medical procedure or test. Customer stated that they performed displacement test and test results was no reservoir. Customer stated that the performed the high pressure test and test results was no delivery alarm. The devices will not be returned for analysis.